Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited frame corrosion, dirt on the objective lens, and outer tube scratches at the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely for the frame corrosion and outer tube scratches at the distal end the most probable cause traced due to a component failure and for the dirt on the objective lens the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.